Event description:
Removal of worn and dislocating acetabular component. Femoral head was also removed. Additional information received from sales rep on (B)(6), 2014: acetabular insert was worn. Edge of acetabular shell was worn from multiple dislocations. Head also was worn from multiple dislocations.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested, but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Manufacturer narrative:
An event regarding insert and head wear involving an omnifit m/s psl shell 52mm was reported. Conclusion: it was reported edge of acetabular shell was worn from multiple dislocations. Insert and head wear were also reported and this event will be investigated under prs. The reported event notes that the multiple dislocations contributed to the edge wear of the shell. Base on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
Removal of worn and dislocating acetabular component. Femoral head was also removed. Additional information received from sales rep on may 21, 2014: acetabular insert was worn. Edge of acetabular shell was worn from multiple dislocations. Head also was worn from multiple dislocations.